Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source exhibited error code e102. The issue occurred during a therapeutic laparoscopic surgery which was completed using a similar device and there was 1 minute delay when replacing the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report includes a correction to g2 and h6 to provide information that was inadvertently not included in the previous submissions.